Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: seroma. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause. Clarification to d6a implant date: patient was implanted with this device for 22 years. Continued e.1. Phone number: (B)(6). Article citation: jaeger, marie et al. ¿outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound.¿ plastic and reconstructive surgery. Global open vol. 14,3 e7513. 26 mar. 2026, doi:10.1097/gox.0000000000007513.

Event description:
Literature review titled "outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound¿ reported "swelling" and "seroma". This record is for the right side. Device status unknown. This article involved a 60-year-old patient.